Event description:
It was reported that during a CABG (coronary artery bypass graft) surgical procedure, the epiq cvx and the x8-2t transducer were producing poor quality images. There was no patient or user harm associated with this event. The system and the transducer were exchanged to complete the procedure. The service engineer and the customer confirmed the poor-quality images were caused by a scratch on the lens of the x8-2t transducer. The service engineer has started the replacement process to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. It was confirmed the x8-2t transducer had a scratch on the lens. It was determined the cause was likely a result of customer misuse. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The system was returned to service, and no further similar issues were reported.